Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that immediately after the equipment started, a "power supply test error" message appeared; the device cannot be used. The device was in use at the time the issue was discovered; no patient or user harm was reported.